Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after the plaintiff underwent a left thr on (B)(6) 2010 due to osteoarthritis, in 2023 the patient reported to have been suffering severe pain. She has a decrease in her walking tolerance and increased pain with daily living activities. The patient has also a length discrepancy and walks with a limp. In addition, a test showed that she has elevated chromium and cobalt levels (but this has been seen increased since her right thr). A revision surgery was performed on (B)(6) 2023 and evidence of metallosis was noticed, mostly limited to the hip capsule. There was significant amount of serous fluid which had been stained with metal which was found in the joint removed. Tissue had been stained black particularly limited to the inside of the hip capsule. The inside of the acetabular shell was irrigated and inspected and found to be well fixed, although patient did appear to have a retroverted cup. The modular neck was removed, but there was significant metal debris noticed at the junction between the modular neck and the stem. The stem, liner and femoral head were explanted and replaced for or3o dual mobility insert, liner, redapt stem and oxinium head. The cup was retained. The current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although the clinical root cause of the metallosis cannot be definitively confirmed; the contralateral asr implant cannot be ruled out as a likely contributing factor to the reported elevated metal ions and leg length discrepancy. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. A review of the instructions for use was performed, and the total hip systems reveals in the adverse events in primary and revision surgery section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. Also, revealed in warnings and precautions that the patient should be advised to report any pain and unusual incidences. Position changes in the components may compromise the durability of the implants. Additionally, stated that aggravated problems of the affected limb or contralateral extremity caused by leg length discrepancy, excess femoral medialization, or muscle deficiency can occur, this has been identified as potential complications associated with total hip arthroplasty surgery, primary or revision. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.